Event description:
It was reported that a shaft break occurred. During unpacking of a 2.0mm x 60mm x 150cm coyote balloon catheter, it was noted that it's end was broken. The device was not used inside the patient. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a coyote balloon catheter in one piece. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is kinked at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported event.

Manufacturer narrative:
Initial reporter title updated from mr. To dr. Initial reporter first name updated from (B)(6) to (B)(6). Initial reporter last name updated from (B)(6) to (B)(6). Occupation updated from pharmacist to physician. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:03 pm CT. The report number is being corrected from: 2134265-2018-64273 to: 2134265-2018-62921.

Event description:
It was reported that a shaft break occurred. During unpacking of a 2.0mm x 60mm x 150cm coyote balloon catheter, it was noted that it's end was broken. The device was not used inside the patient. No patient complications were reported.